Manufacturer narrative:
Pump unable to prime during prime test due to faulty fsr (gold).pump passed the displacement, rewind, basic occlusion, occlusion and no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a motor error alarm. It was also reported the alarm occurred when the customer was attempting to correct his high blood glucose. The customer may have dropped the insulin pump. No additional information provided.